Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. (B)(4).

Event description:
It was reported that the patient experienced polymorphic ventricular tachycardia while receiving dialysis. The patient coded and the implantable cardioverter defibrillator exhibited intermittent undersensing which treated that arrhythmia. The patient was transferred to the heart and vascular ICU. Programming changes were discussed. No intervention was reported. The patient was recovering.